Event description:
It has been reported by the hospital that the patient underwent a knee replacement on (B)(6) 2004. Subsequently a revision procedure was performed on (B)(6) 2014 due to an unknown reason. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. Corrective actions have been put into place to address this late report.